Manufacturer narrative:
In the case description, the user mentioned having low bgs while using the system and receiving an automated delivery restriction alert which forced them out of automated mode. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found no evidence of issues with insulin delivery. The phb data confirmed that an automated delivery restriction alert had been generated by the system, advising the user to exit closed loop. This was due to the automated system delivering at the maximum rate for too long, which is expected behavior of the system. Inspection of the log files found no instances of the automated system suggesting insulin below 60 mg/dl, indicating that no over delivery of insulin occurred due to the automated system. The agc algorithm was found to have appropriately adapted the suggested insulin based on egvs and user inputs. The system was found to function as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that dropped to 50 mg/dl. The patient suffered from a seizure. For treatment, the patient was given fluids and diagnostic tests. The pod was worn longer than 48 hours on the arm. The patient was discharged after 1 day.